Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Most recent follow-up information incorporated above includes: on 15-sep-2020: lot number and insertion date added. On 16-sep-2020: ha reference number added. On 16-sep-2020: all required attempt were completed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical complaints have developed. In the meantime, I have had follow-up treatments and the foreign body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. Lot number: 50534017; manufacturing date: 2010-07; expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme bleeding during which she menstruated, sometimes three weeks in one month / extreme blood loss sometimes, as much as three weeks per month that menstruated') in a female patient who had essure (batch no. 50534017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (b)(6 2011, the patient experienced procedural pain ("pain during implantation / immediately after the implantation she could barely move"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("intense stabbing pain in her hips / severe pain in her hips"), disturbance in attention ("concentration problems"), amnesia ("memory loss"), headache ("headaches"), mental disorder ("psychological symptoms / psychological complaints"), mood swings ("mood swings"), fallopian tube adhesion ("adhesions with essure"), pelvic pain ("pain in the pelvic area"), fatigue ("fatigue"), abdominal pain lower ("suffers from pain in the lower abdomen") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed in 2017. At the time of the report, the menorrhagia, procedural pain, arthralgia, disturbance in attention, amnesia, mood swings and fallopian tube adhesion outcome was unknown and the headache, mental disorder, pelvic pain, fatigue, abdominal pain lower and dyspareunia had not resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, disturbance in attention, dyspareunia, fallopian tube adhesion, fatigue, headache, menorrhagia, mental disorder, mood swings, pelvic pain and procedural pain to be related to essure. The reporter commented: since the removal surgery, the symptoms reduced, but not completely gone. Lot number: 50534017 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the correct follow-up receipt date for the last follow-up received is 08-jan-2021 instead of 07-jan-2021. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme bleeding during which she menstruated, sometimes three weeks in one month') in a female patient who had essure (batch no. 50534017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced procedural pain ("pain during implantation / immediately after the implantation she could barely move"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("intense stabbing pain in her hips"), disturbance in attention ("concentration problems"), amnesia ("memory loss"), headache ("headache"), mental disorder ("psychological symptoms"), mood swings ("mood swings"), fallopian tube adhesion ("adhesions with essure"), pelvic pain ("pain in the pelvic area") and fatigue ("fatigue"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed in 2017. At the time of the report, the menorrhagia, procedural pain, arthralgia, disturbance in attention, amnesia and fallopian tube adhesion outcome was unknown and the headache, mental disorder, pelvic pain and fatigue had not resolved. The reporter considered amnesia, arthralgia, disturbance in attention, fallopian tube adhesion, fatigue, headache, menorrhagia, mental disorder, mood swings, pelvic pain and procedural pain to be related to essure. The reporter commented: since the surgery, the symptoms are reduced, but not completely gone. Lot number: 50534017, manufacturing date: 2010-07, expiration date: 2013-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: reporter, stop date of essure and events pain during the implantation / immediately after the implantation she could barely move, extreme bleeding during which she menstruated, sometimes three weeks in one month, intense stabbing pain in her hips, concentration problems, memory loss, headache, psychological symptoms, mood swings and adhesions in fallopian tube added. Essure was removed in 2017. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extreme bleeding during which she menstruated, sometimes three weeks in one month / extreme blood loss sometimes, as much as three weeks per month that menstruated') in a female patient who had essure (batch no. 50534017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain during implantation / immediately after the implantation she could barely move"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("intense stabbing pain in her hips / severe pain in her hips"), disturbance in attention ("concentration problems"), amnesia ("memory loss"), headache ("headaches"), mental disorder ("psychological symptoms / psychological complaints"), mood swings ("mood swings"), fallopian tube adhesion ("adhesions with essure"), pelvic pain ("pain in the pelvic area"), fatigue ("fatigue"), abdominal pain lower ("suffers from pain in the lower abdomen") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure and fallopian tubes removal). Essure was removed in 2017. At the time of the report, the menorrhagia, procedural pain, arthralgia, disturbance in attention, amnesia, mood swings and fallopian tube adhesion outcome was unknown and the headache, mental disorder, pelvic pain, fatigue, abdominal pain lower and dyspareunia had not resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, disturbance in attention, dyspareunia, fallopian tube adhesion, fatigue, headache, menorrhagia, mental disorder, mood swings, pelvic pain and procedural pain to be related to essure. The reporter commented: since the removal surgery, the symptoms reduced, but not completely gone. Lot number: 50534017, manufacturing date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: upon receipt of new information on 07-jan-2021, it was identified that case (B)(4) (MFR number 2951250-2020-09021) was mistakenly created as an initial report and not as fu from case (B)(4). Reporter's information was updated, and new reporters were added. Furthermore, the events abdominal pain lower and dyspareunia were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.